Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent vibration. It was reported the patient is less than 2 years old. Labeling indicates: dexcom continuous glucose monitoring (cgm) system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription. The dexcom cgm system is a single patient use device (meaning you can¿t share the components with others) for people 2 years or older with diabetes. No additional event or patient information is available. The receiver has been received for evaluation. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint within the investigation window. A receiver functional test was performed and passed. Manual "try it" testing and was performed and passed vibrator mode. A global communication tool software test was performed and passed. An internal visual inspection was performed and passed. The reported event of an intermittent vibration was not confirmed. A probable cause could not be determined.